Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2021 due to a dislocation. Approximately 5 weeks after the first surgery. The surgeon explanted 135/145° ø40+3 humeral cup and implanted ø40+9 stability cup.